Event description:
It was reported by the affiliate that the (1) atb35 was used during a resection procedure. It was reported that it was impossible to close after the fourth (4th) reload. The case was completed with another instrument. There was no consequence to the pt.